Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that with use a bd vacutainer® urinanalysis tube malfunctioned as "a client is freezing tubes at -25c and the stopper falls off." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Additional information: medical device lot #: 8071843. Medical device expiration date: 3/31/2019. Device manufacture date: 3/12/2018. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for stopper pop off with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for stopper pop off with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that with use a bd vacutainer® urinanalysis tube malfunctioned as "a client is freezing tubes at -25c and the stopper falls off." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that with use a bd vacutainer® urinanalysis tube malfunctioned as "a client is freezing tubes at -25c and the stopper falls off." There was no report of exposure, injury or medical intervention needed.